Manufacturer narrative:
Retained lot samples for syringe lot 609702p were tested for clogging. No abnormalities were found during testing.

Event description:
End user reports pn from lot 609702p is not dispensing any insulin from a lantus insulin pen.

Manufacturer narrative:
Initial trend analysis for lot 609702p was conducted, no malfunctions were found. This is the only complaint for lot 609702p. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports pn from lot 609702p is not dispensing any insulin from a lantus insulin pen.